Manufacturer narrative:
Please refer to the attachend analysis report.

Event description:
On (B)(6) 2016, during a routine follow-up, a warning related to the right ventricular lead impedance<200ohm was observed. Right ventricular lead impedance test indicated a value of 368ohms, but the impedance trend revealed that right ventricular lead impedance values decreased since the beginning of (B)(6). It has been observed that 52 fv episodes were recorded by the device but 14 episodes were recorded (with egm), they review revealed a breaking shape noise and the signal oversensing. No therapy has been delivered.